Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the patient's profile was not visible at the station level. A technical support specialist conducted a verification by executing the server downtime query and determined that there were no issues present. The system functioned as intended after the technical support specialist verified the device. The tsc was reached for the affected device pyxis es it infrastructure. The serial number in the MDR was empty and will be updated when information becomes available.

Event description:
It was reported that when using the pyxis medstation es system, multiple latest patients/orders were not crossing. The customer indicated that they utilized a different station to obtain the medication. There were no adverse events or injuries reported based on this event.